Event description:
The customer reported obtaining low patient results with low anion gaps for ion selective electrode (ise) sodium and chloride on their cell 1 of au5800 clinical chemistry analyzer. The low results were not reported out of the laboratory. The customer repeated the samples on the same analyzer in cell 2 and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 analyzer and found the ise tub (case) paint was deteriorated and rusty. The fse replaced the ise tub and ise tubing to resolve the issue. The fse cleaned the ise module and performed calibration and passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).